Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was clinically worsening angina at rest and a positive troponin. Subsequently, the patient underwent an urgent/emergent percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the mid left anterior descending artery (mid-lad) with 80% stenosis. It was 28mm long, with a reference vessel diameter of 2.5mm. There was severe/heavy calcification. The lesion was located within or distal to a >60 degree bend in the vessel. The target lesion was treated with pre-dilatation (diameter of largest balloon = 2.5mm; 12 atm) and insertion of a 2.25x28mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed (diameter of largest balloon = 2.5mm; 24 atm). There was 0% residual stenosis. Cutting balloon atherectomy of mid-lad was performed. Three days after, the patient was discharged on aspirin and brilinta (ticagrelor). The plan at discharge was for medical management of the mid/distal right coronary artery (rca). If the patient remained symptomatic, the team would consider stenting the rca, which would require 50-60mm of stenting. In (B)(6) 2016, the patient presented to the emergency department with a 3-4 week history of intermittent chest pain, with the most recent episode occurring around 1700 hrs. The patient stated that while walking across her room when she experienced palpitations and extreme fatigue, followed by heart racing as though she had performed strenuous exercise. The patient then experienced jaw pain and chest pain (max 8/10; 5-6/10 at presentation) that radiated on both sides of the neck into the jaw. The patient received sublingual nitroglycerin, which somewhat improved the chest pain. Admission records recorded antiplatelet therapy as plavix. The patient was referred for CABG. The patient had previously refused CABG, and was now amendable to surgery. Six days after, the patient underwent CABG surgery for target vessel revascularization of the target lesion (mid-lad) and non-target revascularization (rca). An operative note was provided. Two vessel coronary artery bypass grafting was performed: a left internal mammary artery (ima) to the lad; and a reversed saphenous vein graft (svg) to the distal rca. The distal rca was noted to be ¿decent sized.¿ it was also noted that the lad was extremely small and heavily calcified, and not a good vessel for re-intervention in the future. At the end of the operation, cardiopulmonary bypass was discontinued on the first attempt. No drips were required. The patient was in sinus rhythm. There were no surgical complications, and the postoperative course was uneventful. Five days post CABG, the event was considered resolved and the patient was discharged on aspirin. The discharge diagnosis was coronary artery disease status post coronary artery bypass grafting.